Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four shocks as inappropriate therapy due to oversensing of noisy signals. Therapy delivery turned off. Technical services (ts) was consulted and discussed stored data. In clinic examination was performed and the device was programmed to the primary sensing vector where no noisy signals were seen. Therapy delivery was turned back on and monitoring will continue. This device remains in service. No additional adverse patient effects were reported.